Event description:
The pt presented to the emergency dept complaining of severe dysphagia and vomiting. The ed evaluation revealed a gastric obstruction secondary to gastric herniation on the gastric banding device. The pt had this realize band placed in mexico three years ago. She was taken to the operating room on an emergent basis to avoid gastric ischemia and possible gastric infarction, as the band was deflated and no resolution of symptoms were obtained. Description of gastric band and port: 4.5 x 3.3 x 1.7 cm diameter port having a 1.4cm diameter diaphragm. A 45cm long sement of adherent plastic tubing and 4.5 x 6.2 cm fragment of white and translucent tubing.